Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI : (B)(4). Concomitant medical products: associated products : item#: 42522400510;articular surface fixed bearing (ps) right 10 mm; lot#: 64221763. Item#:42540200026; inset all-poly patella cemented 26 mm diameter; lot#: 64441710. Item#:42532006702; tibia cemented 5 degree stemmed right size d; lot#: 64271562. Foreign report source : (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2020 - 00327.

Event description:
It was reported that patient underwent initial total knee arthroplasty approximately 15 monthsago. Post-operatively the patient started to feel pain. When some load was applied to the joint, it became over-extended from about 15 to 20 degree and valgus condition. Subsequently, the originally implanted ps 10mm articular surface was replaced with cps 14mm articular surface.